Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a male patient who received gsk toothbrush (dr (B)(6) (unknown variant)) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. In (B)(6) 2023, the patient started dr (B)(6) (unknown variant). In (B)(6) 2023, an unknown time after starting dr (B)(6) (unknown variant), the patient experienced foreign body in throat (serious criteria gsk medically significant) and accidental ingestion of product. On an unknown date, the patient experienced product complaint. The action taken with dr (B)(6)(unknown variant) was unknown. On an unknown date, the outcome of the foreign body in throat, accidental ingestion of product and product complaint were unknown. The reporter considered the foreign body in throat to be related to dr.(B)(6) (unknown variant). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details : adverse event information was received from a consumer call center representative (email) on (B)(6)2023. It was reported that "to whom it may concern, I have always trusted the quality of your toothbrushes to date, this trust has now been very cloudy. The bristles come loose and fall out, this is life-threatening, since it happened to me that one was swallowed and it got stuck in my throat, as we know from fishbones. Fortunately, I was able to regurgitate the bristle, which is not exactly pleasant. Since we change the toothbrushes at regular intervals, this is incomprehensible. The toothbrushes we have been using since last week are therefore not of the usual quality and we unfortunately no longer trust this product. I am sending you a photo of the brushes and asking for clarification. Hello to munich, first of all, thank you very much for your quick reply. There is no batch number on the brushes, packaging was also disposed of, since it was no longer needed. I already sent the picture. So your suggestion to send you the brushes hygienically and postage prepaid will imply on additional costs and effort from my side. This is not worth it to me after this annoyance. I will just buy the item from one of your competitors, which is the easier way for me. But I will still send you the photo again". Follow up information was received on 29mar2023 from quality assurance (qa) department regarding complaint (B)(4) for unknown lot number. Investigation evaluation :complaint response gsk 30101 condition of complaint sample(s), description of complaint classification : critical reciept sample: schiffer didn't receive the sample for investigation, yet. Consumer verbatim: ladies and gentlemen have always trusted the quality of their toothbrushes, but this trust has now been greatly tarnished. The bristles come loose and fall out, this is life-threatening because it has happened to me that one was swallowed and it got stuck in my throat, just like fish bones. Luckily I was able to choke up the bristle again, which isn't exactly pleasant and wasn't. Since we change our toothbrushes at regular intervals, this is incomprehensible! The toothbrushes that we have been using since last week are not of the quality we are used to and unfortunately we no longer trust this product. Send you a photo of the brushes and a request for clarification. Your notice : the following details assume that it is product of schiffer. Root cause analysis the review of manufacturing / packaging batch records is not possible due to the lack of toothbrush/packaging batch number. Further investigation is not possible without receiving the batch number or complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. Photo documentation. Investigation evaluation : the complaint conclusion remains unsubstantiated. The pqc number was reported as (B)(4). Initial and follow up was processed together. Error correction for information received on 27mar2023. The suspect product was updated to dr. (B)(6) hoch-tief from dr.(B)(6) (unknown variant). Follow up information received on 19apr2023 from consumer. The consumer reported that "hello, this is (pi). Yesterday, after asking several times what it looks like with a reply, I received an email. It completely messes me up. I can now find the process. Should I tell you the processing number? 04709955. Yes, that's correct. But with the refund, it is only one and I told you that it is three and then I understood that only 2 can be refunded because that is the case with the photos. And I sent the photos, and I expect the money for two. That is why I am confused because, as I said, the email from (B)(6) with this link only has 4 euros. Because I'm just looking at that. There it is. I sent it back to the girls on (B)(6)and I wrote that your choice is sure to keep the customers happy and thank you for that, but the 4 euros certainly relate to a toothbrush and there were a total of three. I mean, you should give me at least for the two I sent photos for. And then I said it and now I am writing that the refund has also taken place. It didn't happen either. That's why the email now really brings me to the role. Yes. Yes, yes. No, not. All right. I like to wait. Yes. Will I receive another email from you? Ah, aha. Yes. Yes, of three, three. But that is also slowly angry for me. So, it was really three and for two I took the photos. Yes. Yes, it doesn't matter. Yes. Then I would like to thank you." No new information was provided. Case correction performed to initially processed report received on 27mar2023. Tto details was updated to onset from first dose with time less than a month. Follow up information was received on 27apr2023 from quality assurance (qa) department regarding complaint (B)(4) for unknown lot number. Investigation evaluation :complaint response 30130 condition of complaint sample(s), description of complaint classification : critical reciept sample: schiffer didn't receive the sample for investigation, yet.notice : the following details assume that it is product of schiffer. Root cause analysis the review of manufacturing / packaging batch records is not possible due to the lack of toothbrush/packaging batch number. Further investigation is not possible without receiving the batch number or complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. Photo documentation. Investigation evaluation : the complaint conclusion remains unsubstantiated. The pqc number was reported as (B)(4).

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
It got stuck in my throat [foreign body in throat]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a male patient who received gsk toothbrush (dr best (unknown variant)) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. In (B)(6) 2023, the patient started dr best (unknown variant). In (B)(6) 2023, an unknown time after starting dr best (unknown variant), the patient experienced foreign body in throat (serious criteria gsk medically significant) and accidental ingestion of product. On an unknown date, the patient experienced product complaint. The action taken with dr best (unknown variant) was unknown. On an unknown date, the outcome of the foreign body in throat, accidental ingestion of product and product complaint were unknown. The reporter considered the foreign body in throat to be related to dr best (unknown variant). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details : adverse event information was received from a consumer call center representative (email) on 27mar2023. It was reported that "to whom it may concern, I have always trusted the quality of your toothbrushes to date, this trust has now been very cloudy. The bristles come loose and fall out, this is life-threatening, since it happened to me that one was swallowed and it got stuck in my throat, as we know from fishbones. Fortunately, I was able to regurgitate the bristle, which is not exactly pleasant! Since we change the toothbrushes at regular intervals, this is incomprehensible! The toothbrushes we have been using since last week are therefore not of the usual quality and we unfortunately no longer trust this product. I am sending you a photo of the brushes and asking for clarification. Hello to munich, first of all, thank you very much for your quick reply. There is no batch number on the brushes, packaging was also disposed of, since it was no longer needed. I already sent the picture. So your suggestion to send you the brushes hygienically and postage prepaid will imply on additional costs and effort from my side. This is not worth it to me after this annoyance. I will just buy the item from one of your competitors, which is the easier way for me. But I will still send you the photo again". Follow up information was received on 29mar2023 from quality assurance (qa) department regarding complaint (B)(4) ((B)(4) ) for unknown lot number. Investigation evaluation :complaint response gsk 30101 condition of complaint sample(s), description of complaint. Classification : critical reciept sample: schiffer didn't receive the sample for investigation, yet. Consumer verbatim: ladies and gentlemen have always trusted the quality of their toothbrushes, but this trust has now been greatly tarnished. The bristles come loose and fall out, this is life-threatening because it has happened to me that one was swallowed and it got stuck in my throat, just like fish bones. Luckily I was able to choke up the bristle again, which isn't exactly pleasant and wasn't! Since we change our toothbrushes at regular intervals, this is incomprehensible! The toothbrushes that we have been using since last week are not of the quality we are used to and unfortunately we no longer trust this product. Send you a photo of the brushes and a request for clarification. Your notice : the following details assume that it is product of schiffer. Root cause analysis the review of manufacturing / packaging batch records is not possible due to the lack of toothbrush/packaging batch number. Further investigation is not possible without receiving the batch number or complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. Photo documentation. Investigation evaluation : the complaint conclusion remains unsubstantiated. The pqc number was reported as (B)(4). Initial and follow up was processed together. Error correction for information received on 27mar2023. The suspect product was updated to dr. Best hoch-tief from dr. Best (unknown variant). Follow up information received on 19apr2023 from consumer. The consumer reported that "hello, this is (pi). Yesterday, after asking several times what it looks like with a reply, I received an email. It completely messes me up. I can now find the process. Should I tell you the processing number? (B)(4). Yes, that's correct. But with the refund, it is only one and I told you that it is three and then I understood that only 2 can be refunded because that is the case with the photos. And I sent the photos, and I expect the money for two. That is why I am confused because, as I said, the email from 04/04 with this link only has 4 euros. Because I'm just looking at that. There it is. I sent it back to the girls on 04/04 and I wrote that your choice is sure to keep the customers happy and thank you for that, but the 4 euros certainly relate to a toothbrush and there were a total of three. I mean, you should give me at least for the two I sent photos for. And then I said it and now I am writing that the refund has also taken place. It didn't happen either. That's why the email now really brings me to the role. Yes. Yes, yes. No, not. All right. I like to wait. Yes. Will I receive another email from you? Ah, aha. Yes. Yes, of three, three. But that is also slowly angry for me. So, it was really three and for two I took the photos. Yes. Yes, it doesn't matter. Yes. Then I would like to thank you." No new information was provided. Case correction performed to initially processed report received on 27mar2023. Tto details was updated to onset from first dose with time less than a month.